Event description:
It was reported that this right ventricular exhibited high out of range shock impedance measurements. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).